Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular revision due to boneless and lack of cup in growth. Patient consequence?: unknown.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 10 sep 2018: cpc-000284077 has been re-opened due to receipt of medical record. After review of medical records, it was stated that the patient was revised to address complex acetabular bone loss, acetabular cup loosening, fluid collections and increasing metal ion levels. It was noted that the patient's weight bearing was restricted previously due to migration of the cup in order to have bone growth. Revision notes reported osteolysis of the proximal femur and no bony ingrowth of the cup. It was also reported that once screw was not explanted since it could not be found and was left instead to avoid further injury. The alleged elevated metal ions was caused by the previous revised implants. Doi: (B)(6) 2017; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.